Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump were not responding. Her blood glucose level was 98 mg/dl. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.